Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was also noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the helix fully retracted, and distortion/fracture of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Because the helix had been over retracted during the attempted implant, the helix would no longer extend or retract.

Event description:
It was reported that during implant, the right ventricular (rv) lead helix would not extend. The rv lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.